Event description:
The medical surveillance specialist (mss) classified this complaint based on the customer service representative's (csr) documentation. A no response letter was sent to the pt. On (B) (6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultrasmart meter is giving inaccurate erratic readings. The pt reported blood glucose results of "358 and 86 mg/dl" with a lifescan meter, performed within 20 minutes of each other. Reportedly, two weeks after the product issue began, the pt claimed she passed out and was treated with glucagon injection. It would have been helpful to know the pt's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the pt receive in order for the symptoms to abate, could the symptoms have been prevented, was the pt's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the pt's medical intervention/reported symptoms such as blood glucose readings, diabetes medication intake, food intake, and physician activities. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl. During troubleshooting, the cca verified that the testing process was correct, test strips are in good condition and within the discard date, the results were taken from the same approved testing site, and there was no control solution to perform a test. This complaint is being reported because the pt claimed she passed out and rec'd medical intervention after the product issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.